Event description:
Boston scientific crm received information that following the implant procedure, this dextrus atrial lead dislodged. In a revision procedure, the lead was successfully repositioned to the septal wall. No adverse patient effects were reported.